Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set and verifying correct breast shield fit. Initially, the customer was sent replacement parts and eventually a replacement pump. Return of her original pump was requested for testing/evaluation. Multiple attempts to contact the customer to get additional information went unanswered. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6)2017, the customer alleged that she had low suction with her freestyle for two weeks and could still hand express after pumping for 40-45 min. The customer also alleged that she had cracked nipples and was using lanolin and had not consulted a doctor at that time. On (B)(6)2017 the customer called back and alleged that she had been diagnosed by her doctor on (B)(6)2017 with mastitis and she was currently prescribed and taking an antibiotic.